Event description:
A call placed to technical service on 07/28/2016 reported that this rv lead was implanted on (B)(6) 2007. It was reported that brief noise on shock channedl in unipolar. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).